Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331, 3224, 3259,19). Type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 3331 - analysis of production records investigation findings #1: 3224- optical problem identified investigation findings #2: 3259- improper physical structure investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt and a visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Blurry scope.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available.

Event description:
The user facility reported to terumo cardiovascular that there was a blurry scope. It is unknown when this event occurred, whether the product was changed out, whether there was a delay in the procedure, and if there was a blood loss. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, no further information is available. *the surgery was completed successfully, and there was no patient effect.